Manufacturer narrative:
The reported event of " edwards introflex did not fixate the temporary pacemaker electrode" was confirmed. The returned introflex hemostasis (non-adjustable) type introducer is not adjustable and cannot be tightened around the returned non edwards pacing catheter. The touhy borst type connectors on the contamination shield were not able to be adjusted far enough to tighten around the catheter. Note the introducer used by the customer was a i301f6 and a french size larger then is recommended by edwards for a 5f catheter. A laboratory sample introflex touhy borst (adjustable) type i550bf5 introducer was tried and was found to tighten around the catheter to firmly hold the catheter in place. Although the reported event was confirmed, the customer is using one size larger introducer then is recommended for a 5f catheter. There was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. Correction- the model number was corrected once received in edwards laboratory.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
As reported, after insertion, the pacemaker from st. Jude was disconnected from the introducer without being manipulated. The green wire of the transvenous pace maker was exposed outside the introducer. After verification by the hospital team, it was noticed that the edwards introflex did not fixate the temporary pacemaker electrode, which lead to the displacement. Another introducer was placed with and a second temporary pacemaker was inserted. There was no consequence for the patient.